Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an exposed pump. The physician performed grafting due to the exposed pump and replaced the component. There were no additional patient complications.